Event description:
Boston scientific has become aware of the following event: the lesion was 90% stenosis of distal rca. The physician was able to insert guide catheter and guidewire without a problem. The diagnosis was performed with the use of this atlantis sr pro2 catheter afterwards. The physician implanted cypher2.5/18 and tried using atlantis sr pro2 catheter again. There was no problem using the catheter outside the body. When the catheter was inserted in the lesion, the tip of the catheter caught on stent edge and was not able to insert. The catheter was withdrawn outside the body and not used because of strong nurd.

Manufacturer narrative:
A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications. No similar complaint by event description was found in the same lot. During investigation, fluid was observed inside of the distal tip assembly. It was observed that the guidewire exit port was lifted. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that the edges of the exit canal became uneven during the use of the catheter. The guidewire that was used during procedure was not returned. A guidewire (0.014") was inserted, and there was no indication of any resistance for tracking the guidewire. During image characterization testing, no image appeared in the systems due to imaging core wind up in the hub and telescope assembly. Additionally, kinks were observed in the sheath assembly 41.0 cm and 75.0cm from femoral marker at distal side. Root cause for stuck in stent has not been determined. CAPA has been opened to further investigate and define any corrective or preventive actions which may be necessary to remediate complaints of this nature. No image appeared in the systems due to imaging core wind up in the hub and/or telescope assembly. Wind up is a result of the imaging core being constrained which may first lead to nurd/ poor image followed by: a) a break in the signal pathway/ drive cable resulting in the loss of image and/or b) motor overload stopping rotation with an error message displayed. Root cause of kinks cannot be determined.